Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_stimloc_acc lot# unknown serial# implanted: explanted: product type accessory product ID 924256 lot# 082222817a serial# implanted: explanted: product type accessory product ID sr-6000 lot# 082a20517 serial# implanted: explanted: product type accessory product ID neu_stimloc_acc lot# unknown serial# implanted: explanted: product type accessory product ID neu_stimloc_acc lot# unknown serial# implanted: explanted: product type accessory fdc (B)(4) applies to product ID 3389s-40, product ID 924256 lot# 082222817a, and product ID sr-6000 lot# 082a20517 fdc 11 applies to the neu_stimloc_acc lot# unknown. Analysis of the neu_stimloc_acc revealed c300 stimloc screw thread damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# 082222817a, product type: accessory. Product ID: sr-6000, lot#: 082a20517, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor, parkinson's dual, dystonia, and movement disorders. It was reported that during a stage 1 implant procedure the 1x6x6 mm screws from the stimloc were not engaging in the cranial bone. They used a screw out of the stimloc itself and then used a screw out of a pack of screws and had the same issue. They also used a screw from the stimloc kit and had the same issues still. Finally, the physician used a screw from a stryker leibinger cranial facial kit. It was noted this was a potential out of box issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stimloc_acc, lot# unknown, product type: accessory; product ID: 924256, lot# 082222817a, product type: accessory; product ID: sr-6000, lot# 082a20517, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Returned product. No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.